Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that a stent dislodgement occurred necessitating an additional surgery. The scheduled pci treated the 90% stenosed and calcified target lesion located in the moderately tortuous mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with a 2.0x 20mm maverick balloon deployed at 6 atm's for 6 seconds and the attempted placement of a 2.5x20mm taxus express2 drug eluting stent, but due to resistance the stent was not able to reach the lesion. Dilation with the same 2.0x20mm maverick balloon was performed again this time at 12 atm's for 30 seconds. The same 2.5x20mm taxus express2 stent was then again advanced but the stent moved on the stent delivery system due to the calcification in the left main coronary artery. While removing the stent, the stent "got stuck to the calcification in the left main coronary artery" and stent dislodgement occurred. A snare was inserted and captured the taxus express2 stent and non bsc guidewire but upon removing the devices the guidewire detached from the proximal portion of the stent. The physician decided "that it was not possible to continue the treatment" and the patient was transferred to another hospital for treatment on the same day. At the other hospital, the dislodged taxus express2 stent was inflated where it had dislodged with a non bsc 1.25x10mm balloon. The detached guidewire was surgically removed and the patient underwent bypass surgery. Further details of treatment at the second hospital were reported as "unknown". The patient started aspirin and clopidogrel prior to the procedure. The patient condition was reported as stable and a discharge date has been scheduled.